Event description:
The affiliate reported the customer alleged an elevated thyroid-stimulating hormone (tsh) result, for one patient, involving access 2 immunoassay system. Testing on two separate samples produced lower results within the reference interval. The elevated result was released out of the laboratory.

Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.